Event description:
Rptr would like to report a potential for fatal error for pts who are receiving local anesthetic agents via an epidural or peripheral nerve catheter. As you know the inadvertent intravenous administration of a local anesthetic can potentially result in an irreversible cardiac arrest. Currently the catheter connections for the epidural catheters and peripheral nerve catheters are compatible with IV tubing. In the rptr's hosp, they have put into place a number of safeguards to prevent this error: different colored tubing, a different order set, alerts on the medication bag and a double check by a licensed person before administration. But all of these can be bypassed or overlooked and errors still result. Rtpr would like to suggest that the connections be different, similar to the change made to tube feeding devices to prevent inadvertent IV administration of tube feeding solutions. It would require that the mfrs of the catheter and the mfrs of the pain pump tubing make changes.